Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powered on with a dim and discolored display screen. Additionally, evidence of contamination was found under the keypad cover, which had been returned peeling off. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a display screen issue and contamination under the key contacts. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.